Event description:
Reportedly, 16 days after implant the pt presented with prosthetic dysfunction, pulmonary hypertension prompting the doctor to explant the valve, since it was insufficient. The dr. Was going to replace with a mechanical valve, however, the pt expired during the surgery due to left cardiac failure.